Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient's device has been dead for approximately a year. It was reported that symptoms were reported and related to device/therapy. No further complications were reported/anticipated.